Manufacturer narrative:
The reported problem was resolved by the customer. No add'l service info was provided.

Event description:
The customer reported that the system's fluoroscopy pedal would not release and stayed "jammed" in the fluoroscopy position. No pt injury was reported.